Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. At the time of report, the device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that in (B)(6) 2017, the patient was unable to mobilize the peg tube. On an unknown date, the patient underwent a gastroscopy which revealed a buried bumper. At the time of report, no medical intervention was done and a surgical referral was planned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 20 mar 2018 and on 04 apr 2018: on (B)(6) 2018, the patient was to undergo a peg/j exchange due to the buried bumper. It was reported that the patient's stoma site had a clear "overgrowth" of the peg tube, the (external fixation) plate was completely covered with tissue, and the intestinal tube came out from a small hole in the tissue. There was pus coming out from the old stoma hole, in both the ventricle and out on the skin. It was reported that the physician tried to release the peg tube by cutting up the overgrowth in the ventricle, but the tissue was too thick and did not work. An insertion of a new peg tube was excluded as the patient was infected. The patient was treated with an unspecified antibiotic and a CT was ordered to see how widespread the infection had gone into the abdomen. On (B)(6) 2018, it was reported that the patient would not undergo surgical removal of the peg tube due to the patient's stomach location, which was located very far up in the body and would cause a visual hazard during the surgery. It was reported that surgery will only be performed if complications occur. Duodopa therapy was ongoing and was continued as long as the j-tube is working. At the time of report, the duodopa nurse reported that the stoma site was red, hard with pus and the patient was treated with intravenous penicillin then switched to tablet formulation.